Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the returned device. The balloon shell was noted to be discolored, as it was green in appearance. Blue particles were noted on the center patch. The valve channel was noted to be discolored, as it was dark blue in appearance. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from four openings on the balloon shell: three on the anterior portion, and one on the posterior portion of the shell. Under microscopic analysis, all openings on the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. Blue particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon reported greenish urine. Physician performed endoscopy and confirmed leakage through the valve. The device was removed and replaced.